Manufacturer narrative:
The device and patient information have been corrected to reflect the correct patient.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00363, 1627487-2024-00364, 1627487-2024-00365. It was reported the patient developed an infection at the burr hole site. As a result, the entire system was explanted on (B)(6) 2023. Patient is being treated for the infection in the hospital.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the devices. Based on the documents reviewed, the source of the infection remains unknown.